Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3889-33, lot# v645573, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead.

Event description:
Additional information was received from a hcp. It was reported that the cause of the lead damage was that the patient fell multiple times in 2015. The lead damage resulted in a therapy issue.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3889-33, lot# v645573, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type lead.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient¿s system was replaced on (B)(6) 2015 after the lead appeared to be damaged. There were no further complications reported or anticipated.